Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. A stapler log review revealed the following: the logs show sureform 60 stapler instrument (part #480460-09, lot #k16250109-0454) was installed on the system 7 times and fired 6 white sureform 60 reloads. There were no incomplete clamps or unclamps by this instrument. On installs 1, 3, and 5-7, the firings were each completed with 1 pause for compression. In install 2, the firing was completed with 1-2 pauses for compression. On install 4, a white reload was loaded; however, no clamping or firing was attempted. After the 7th install, the instrument was removed and not used in the procedure again. There were no stapler related errors in the logs.

Event description:
It was reported that after a da vinci-assisted gastric bypass procedure, the patient sustained a post-operative leak at the jejunojejunostomy (jj). The initial robotic procedure was completed without any da vinci-related complications, specifically regarding the sureform 60 stapler instrument and white sureform 60 reloads. All stapler reloads fired as expected, and no error messages or complications were noted. During the procedure, a leak test was performed. Methylene blue was administered by anesthesia. The test was watched and no leak was confirmed as it went through the gastrojejunal (gj) anastomosis, the roux limb, and the jejunojejunostomy (jj) anastomosis into the channel. The surgeon recorded the procedure and reviewed the video with two fellow partners, which showed no specific stapler-related complications or issues. On postoperative day three, the patient presented to the emergency room with reports of severe left-sided abdominal pain, and a CT scan confirmed that the patient was experiencing a staple line leak. The patient underwent a subsequent laparoscopic procedure by one of the practice partners. During the procedure, the staple line that was created using a sureform 60 stapler with a white sureform 60 reload, a hole was identified; however, the staples were intact above and below the hole. It was speculated that a hematoma developed and then ruptured, possibly causing the hole. The staple line was over-sutured, repairing the defect. The patient remains hospitalized with continued complications including intermittent fevers. Two abscesses were drained and a recent CT scan did not show any new abscesses. The patient is stable and is expected to recover.